Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports a pt had to have a catheter exchanged due to a leak between the cuff and hub of the palindrome catheter.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.